Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp unit and identified the unit with ac toggle switch off, thus battery led unresponsive. The fse switched the ac toggle switch to on, and successfully observed battery leds blinking. The biomed indicated the leds were full first thing in the morning. The battery led stopped blinking after two minutes, thus pointing towards a full battery. The iabp unit failed the battery runtime test at 1:23 minutes, so the fse replaced the batteries. Nothing unusual was identified in the logs. The fse then performed all calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported and discovered that during a daily check performed by the customer, the cs300 intra-aortic balloon pump (iabp) would not charge the batteries. The iabp was not holding a charge. There was no patient involvement, and no adverse event reported.